Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was the continuous increased cuff pressure dilated the tracheal forcing a change to a 6xlt . The cuff pressure had gone to 40cmh20. Due to cuff leak when sleeping. Cuff pressure dropped to 20cmh20 with 6xlt from 40cmh20 with 6cn75h (and much more when sleeping and leak was increased). No more leaks. Patient outcome was no injury.